Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that during preparation when attempt was made to feed the rf wire into the dilator to gain groin access, the wire got stuck. Resistance was noted when versacross rf wire was loaded into the dilator. The attempt was made to advance the wire for three times and the dilator was flushed again but still had the same issue. Additionally, the wire had a coating issue at the distal end and the inner part of the dilator could be damaged. Thus, the entire kit was replaced, and the procedure was completed successfully. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.